Event description:
During review of the data log, found error 33 and air sensor alarm.

Event description:
During review of the data log, found error 33 and air sensor alarm. The device was received for evaluation. Reviewed event log and found error 33 (5x), errors were non-reoccurring and per IFU pump can be placed back into use. Also found error sensor alarm in event log, performed air detector test; sensor is ok. Cleaned and performed quality control per tech manual. All equipment is released for further use. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. CAPA was initiated for this issue.